Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective therapy. Diagnostics indicated elevated impedances. Surgical intervention was undertaken and the lead was explanted and replaced. Effective therapy was restored following the replacement of the lead.device lot information was requested, but has not been provided to the manufacturer.